Event description:
Revision surgery - the patient's original surgery was the revision of a competitive product. The surgeon went in to revise and it was infected. The surgeon decided to put in an antibiotic spacer. This surgery is removing that spacer and replacing it with a reverse shoulder prosthesis.

Manufacturer narrative:
The reason for the revision surgery was to complete a revision process that began on (B)(6) 2013 to treat the patients infection. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the possible infection or inhibited the patient's immune system. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report (pcr) database records show that the reported components used in the previous surgery met sterilization, design, and manufacturing requirements. A review of the sterilization records showed that the reported devices went through an adequate 25-40 kgy gamma radiation sterilization dose and were within their expiration dates at the time of the previous surgery on (B)(6) 2013. There were no findings during this investigation that indicate that the reported device was the source, root cause, or had a direct connection with the patient's infection. There are no indications of a product or process issue affecting implant safety or effectiveness.